Event description:
Device report from synthes reports an event in japan as follows: it was reported that on (B)(6) 2023, a percutaneous vertebroplasty(l1) was performed. After performing vbs (vertebral body stenting) procedures according to the surgical technique, the surgeon inserted the stent balloon into the left of the vertebral body. However, only the stent fell forward within the vertebral body before inflating. The stent was then pulled up to the middle of the vertebral body with a kind of hernia forceps to prevent the stent from being pushed forward, where it was filled with cement and fixed in place. The stent in the opposite side was inserted and inflated normally and filled with cement. There was no broken fragment, but the stent in the left side of the vertebral body was left without being inflated. The surgeon did not perform any action to remove or insert the stent balloon, and the event occurred once it was inserted. The surgery was completed successfully within a 30-minute delay. This report involves one vbs w/balloon med. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: d9: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. E3: reporter is a j&j employee. G4: device is not distributed in the united states, but is similar to device marketed in the USA. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h6: the device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6 investigation summary the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the vbs w/balloon med was observed with signs of damage and deformation between the union of the shaft and the balloon, the reported allegation of not inflating can be attributed to this condition. The stent component was not returned. A dimensional inspection was unable to be performed due to post manufacturing damage. A functional test cannot be performed as the device was received damaged and in deflated condition. However, inability to inflate or deflate can be attributed to the breakage of the balloon. The complaint was reviewed with the supplier and it was confirmed that all parts pass a 100% leak test and all lots have a sample burst test performed as part of lot acceptance. As part of the investigation, the supplier also performed a burst test on 2 new production devices and both burst above the required 30 atmospheres. A visual examination of the balloons were consistent with the complaint devices. The vertebral body stent surgical technique guide was reviewed; it states to stop balloon expansion if any of the following happens: 1. Desired vertebral body height or angle is reached. The maximum stent diameter is 15 mm for vbb small and 17 mm for both vbb medium and vbb large. 2. Pressure reaches 30 atm (440 psi) 3. Vbs volume reaches maximum - 4.0 ml for vbb small - 4.5 ml for vbb medium - 5.0 ml for vbb large. The surgical technique guide also contains the following warning: - do not fill the balloons over their maximum volume or pressure. If this is done, they may leak. Vbs maximum volumes differ from vbb maximum volumes. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the vbs w/balloon med would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed? Yes, reviewed . Dimensional inspection: n/a. Device history part # 09.804.601s synthes lot # 82273407, supplier lot # 82273407, release to warehouse date: 01 may 2023 , supplier : (B)(4). No ncrs were generated during production. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The stent was not able to be positioned in the desired area of the vertebra. It is not possible to determine from which lot number the balloon the stent came off. Stent was left in the body.